Event description:
It was reported that the patient experienced impaired healing and dehiscence at the ipg site. The physician believed that the wound was not healing as the patients body was not accepting the ipg. The patient underwent an explant procedure. The explanted ipg and lead were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: (B)(4).